Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, the physician identified insulation damage on the proximal end of the right atrial (ra) lead. Furthermore, an increase in capture threshold was observed. The ra lead was capped and replaced to resolve the event and the patient was in stable condition.